Event description:
It was reported that a steam pop occurred during an rf application in the cavo tricuspid isthmus of the right atrium. Immediately afterwards, the patient's blood pressure dropped and she developed a pericardial effusion, which was resolved via a pericardiocentesis. The physician does not allege the event was device related.

Manufacturer narrative:
The catheter was discarded after the procedure. Review of the device history record for this lot indicated no related issues. The cause for the reported pericardial effusion and subsequent pericardiocentesis remain unknown. It should be noted that the physician does not allege the steam pop or effusion was caused by a device defect. Catheters are 100% inspected in-process and at final inspection for electrical and mechanical integrity to ensure they met the specification requirements. As stated in the instructions for use (IFU), "vascular perforation is an inherent risk and that the catheter shouldn't be forced into the vessel."